Event description:
The customer reported the system displayed multiple error messages, the x-ray tube was arcing, and was unable to produce x-rays. Loss of functionality - there is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.